Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during trigen femoral nail surgery, the drill reamer broke while being used through the drill sleeve. The physician determined in was a bent drill guide that caused the break. No injury was reported a backup was available. A delay below 30 min was reported.